Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not a factor. The physician pre-planned to implant an endurant 16x10x93 limb to extend the ipsilateral side. It was reported that during flushing of the device was placed on the field by the circulating nurse and the scrub was attempting to flush the delivery unit. The flush solution did not exit the end of the delivery system, the flush solution trickled out from the graft cover. The physician then asked the scrub to pass a wire through it. The wire did not pass through the delivery system. The device was then passed off of the field and replaced with another endurant limb. The 16x10x93 never touched the patient and the procedure went routinely thereafter. No clinical sequelae were reported and the patient is fine. The event was not confirmed; the device flushed as expected. The damage obtained during return shipment and handling prevented a complete investigation. The root cause of the events could not be conclusively determined; however, it is possible that there was an occlusion within the tapered tip/guidewire lumen that originally prevented flushing and wire passage, but was unknowingly pushed out during attempts to pass the wire.